Event description:
It was reported via repair work order that the power cord ground pin was damaged and it was also reported that the side rail was stuck in in/out movement due to bent glide rods. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.